Manufacturer narrative:
D10 concomitant products: lf5637, ligasure lf5637 retractable l hook (lot#:51180248x), vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown), vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, for the 1st ligasure a message appeared asking the instrument to be removed from monopolar 2. More than 1 generator was used with the same error. The 2nd ligasure that was used was not recognized. The procedure was extended by 35 minutes. Photo observation shows error codes 235 and 355.

Manufacturer narrative:
Additional information: b5, d4(expiration date), d9, g3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that an adverse event occurred and the device was not detected. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the procedure, for the first device, a message appeared asking the instrument to be removed from monopolar 2. More than one generator was used with the same error. The second device that was used was not recognized. The procedure was extended by 35 minutes. Photo observation showed error codes 412, 407, 235 and 355.